Manufacturer narrative:
Based on the available information, the cause of the operative complications cannot be determined. Although, the article mentioned that the case was complicated by injury to the ivc during the para-aortic lymph node dissection, the cause of surgical complications and alleged injury remains unknown. Moreover, the author has not responded to requests from isi for additional event information. It was unconfirmed as to whether a da vinci surgical system was involved in the reported event. Furthermore, there was insufficient information provided to determine that an isi product caused or contributed to the post-operative complication referenced in the article. A system and instrument log review could not be performed as there is insufficient product/event information. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: a patient suffered an injury to the ivc and subsequent post-operative inflammation surrounding the glue remnant and that the information was received from a clinical journal article with no other patient or event information provided. In this case, the root cause of the reported incident remains unknown. There is no allegation that a malfunction of a da vinci system, isi instrument, or isi accessory occurred. Should additional information become available, a supplemental MDR will be submitted. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank as the da vinci system and/or isi products are unknown. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
On 08-june-2021, intuitive surgical inc. (Isi) became aware of a gynecologic oncology reports article titled, ¿inflammatory reaction to bioglue¿ masquerading as recurrence in patients with endometrial cancer: a report of two cases¿ (fife, a., khouri, o. R., et al., 2021). Within the clinical journal article, an injury was cited whereby a 66 year-old female patient with biopsy proven high grade endometrial adenocarcinoma underwent a robotic-assisted staging procedure, which was complicated by a puncture injury to the inferior vena cava (ivc) during the para-aortic lymph node dissection. The bleeding was controlled with pressure applied with a ray-tec gauze, followed by primary repair with a #5-0 vicryl suture in a figure-eight fashion. Bioglue¿ surgical adhesive was also applied to the puncture site after the suture was secured and hemostasis was achieved. The final pathologic diagnosis was a stage ia uterine carcinosarcoma. The patient was managed post-operatively with adjuvant chemotherapy and radiation. It was cited in the article that there was demonstrated post-operative inflammation surrounding the glue remnant. Isi made multiple follow-up attempts with the corresponding author to obtain additional information and no response has been received regarding the reported issue.